Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 10.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced kinked cannula event on 08-july-2024. The event occurred within three hours of insertion. The infusion set in use for 3 hours. Blood glucose levels during the event were 400 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.